Manufacturer narrative:
Follow-up # 1 date of submission 06/06/2011 device evaluation: three unused cartridges of the same lot have been returned and evaluated by product analysis on 05/17/2011 with the following findings: a visual inspection of the cartridges was performed. No damage or defects were noted. A fill test was completed with no air bubbles found. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. There were no defects found with any of the returned cartridges; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported the presence of a large air pocket at the top of the cartridge near the luer lock about 24 hours after he filled the cartridge. He stated that the air pocket appeared in every cartridge during a two week period; all cartridges were from the same box. Customer support reviewed the patient's techniques to prevent air bubbles and discovered that he demonstrated appropriate techniques. He cycles the plunger per instructions, never re-uses cartridges, fills the cartridge with room temperature insulin, screws the filling needle securely to the cartridge, inserts the filling needle into the vial to pressurize the insulin vial, moves the plunger very slowly, and allows cart to sit for 30-60 minutes. The patient reported that about 24 hours later, he notices that his blood glucose is elevated slightly above his target and he observes the air pocket in the cartridge. He stated that he resolves the elevated blood glucose easily after he purges the air from the system. The patient denied the presence of insulin leakage.